Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected data: d10, h3, h6. Investigation summary visual inspection: the scarrier-hex 5 flex cann (part #: 03.037.028, lot #: l809934) was received at us customer quality (cq). Upon visual inspection, it was observed that the screwdriver shaft was cracked at the proximal end of the shaft section. The shaft was not completely broken into two pieces. No other issues were identified with the returned device. Device failure/defect identified? Yes dimensional inspection: the specified diameter of the shaft was 8 mm +/- 0.2 mm. The measured diameter of the shaft was within the specification. Device used: ca148p document/specification review: based on the date of manufacture the following drawings, reflecting the manufactured and current revision were reviewed. -flexible screwdriver hex5 -flexible shaft complaint confirmed? Yes investigation conclusion: the complaint condition was confirmed as the shaft of the device was cracked. There was no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. However, it is possible the device experienced an application of unintended forces, causing the reported condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Investigation summary: the instrument(s) was not returned and instead the investigation will be done based on the supplied image(s) of ¿broken screwdriver. The image(s) was reviewed and the complaint condition for broken could be confirmed as the image provided shows a broken tooth at the proximal end of the device. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 03.037.028, lot: l809934, manufacturing site: (B)(4), release to warehouse date: may 08, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during the surgery the screwdriver shaft broke at the handle function when locking the nail. The surgery was completed successfully with 2 minutes delay. There was no patient consequence. Concomitant devices reported: unknown nail (part# unknown, lot# unknown, quantity# 1). This report is for (1) 5mm hex flexible screwdriver. This complaint involves one (1) device. This is report 1 of 1 (B)(4).